Event description:
The pt reported, she has experienced erratic blood glucose readings from 35 - 412 mg/dl. She stated, she discussed her readings with her doctor who suggested her infusion device might not be properly delivering insulin. To troubleshoot, the pt checked her time and basal rates and confirmed they were correct. She stated, she has increased her physical activity but has not changed her diet. She said, she went on new medication that affects her blood glucose readings and changed her basal rates as recommended by her doctor. The pt was advised to switch to her backup infusion device until her replacement device arrives. On follow up, the pt stated she is using the replacement device and "it is going good so far." The product was replaced and requested to be returned for evaluation.